Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is currently in the emergency room reporting shocking sensations. Caller reported that the patient fell today and reported since the fall, the patient has been having shocking sensation on both arms. They requested assistance in turning stimulation off. Caller reports currently ins is on, ok, left: 1.30v and right 0.5v. They were assisted in turning the stimulation off. Reported once the device is off, the patient's tremor returned, but shocking sensations on both arms were still there. They turned the stimulation back on and the tremor resolved. It was suggested to interrogate ins. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.